Event description:
It was reported that the patient had lost stimulation sensation suddenly 1.5 years prior. An impedance check with a company representative showed ??? On default settings. The default values were increased, but the results were still all ???. It was unknown if there were any falls or trauma when stimulation stopped. The stimulator was at 2.44v, so it was not dead. The cause of the impedance issue was unknown; there were no known fractures. The company representative was able to turn the stimulator on and reprogram it so it covered where the patient needed it. His therapy was successful. The patient was scheduled for a stimulator replacement (date unknown) and the physician could further test intra-operatively. The patient was happy that the surgical lead was still effective and was eager to continue therapy. Information regarding troubleshooting and the outcome were requested. If received, a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3998, lot# la2024, implanted: 2002-(B)(6), product type lead. Product ID 7495lz51, serial# (B)(4), implanted: 2002-(B)(6), product type extension. Product ID 7495lz51, serial# (B)(4), implanted: 2002-(B)(6), product type extension. Product ID 7435, serial# (B)(4), implanted: 2002-(B)(6), product type programmer, patient. (B)(4).